Manufacturer narrative:
Consumer affairs invacare received a letter from an insurance adjuster at (B)(4)., (the insurance company for the dealer), stating that the dealer is alleging that the caregiver was moving patient from chair to bed when a bolt from the wheel broke and bent on the lift, causing the patient to fall striking her head. Since the manufacture of this device, updates to the caster assembly design specifications and incoming inspections have been implemented. Consumer affairs is working, to have the lift returned to invacare for an expanded evaluation. Should additional information become available, a supplemental record will be filed. (B)(4).

Event description:
The caregiver was moving patient on a 9805 lift from the chair to the bed when a bolt from the wheel broke and bent causing the patient to fall striking her head. She was taken to the hospital and the result from the CT scan showed a fracture of the c7 vertebrae. She was placed in a collar and released.